Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure where the ipg was explanted and replaced for an unknown reason. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure where the ipg was explanted and replaced for an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the ipg had reached its end of life.